Event description:
It was reported that at the time of the event the patient was taking amlodipine, warfarin, levothyroxine, metoprolol, hydrochlorothiazide, requip, bupropion, zoloft, potassium chloride, fosamax, b-complex, and calcium with vitamin d. The patient had previously gone under aortic valve replacement and gastric bypass. The patient experienced incontinence, hyponatremia, hypertension, anemia, and hypothyroidism. Perioperative antibiotics were administered. The pocket site infection was diagnosed on (B)(6) 2013 and was not meningitis. The patient then experienced redness, drainage, pain, incisional wound opening, and tenderness. Culture testing showed the infection was mrsa. The patient was given IV and oral antibiotics and their system was explanted. The infection had resolved.

Event description:
It was reported the patient had big problems. The patient did not receive much assistance. Getting the implant was the worst thing they had ever done.

Event description:
It was reported that the patient had a ¿very bad infection¿ because of her implant surgery that turned into (B)(6). The patient reportedly had to go through a month of intravenous (IV) medicine. The incision ¿never did heal¿ and ¿kept getting worse and worse.¿ patient outcome was not given. Follow up is being conducted to obtain this information. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va02ssf, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).